Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. (Date of event) : 2-3 weeks ago. The customer reported the valve was discarded. The lot number was not identified; therefore, a lot history record review could not be performed.

Event description:
Customer reported leaking of saline while using the valve. No patient harm occurred. Although requested, no additional information was available. Tip sheet regarding attaching and detaching syringes to the smartsite valve was provided to customer.